Event description:
As reported by the field clinical specialist, during a transseptal mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, there was a vascular complication and the valve was not implanted after it went through the side of the sheath and could not be safely removed. The procedure was initiated via access through the right femoral vein, and no difficulty was encountered inserting the esheath into the patient, despite the patient's elevated bmi and a steep angle of approach. The expansion tool (esheath+) was used, and the loader was fully inserted into the esheath housing without issue. As the valve was advanced through the sheath, the physician was monitoring the wire and not the valve itself. When resistance was encountered and the team panned down fluoroscopically, it became apparent that the valve had exited the sheath through its wall, approximately halfway down and just outside the non-expandable section. The valve never emerged from the distal tip of the sheath. Despite this, the sheath was further advanced a bit by the physician. The sheath had split longitudinally along its body, causing the valve to poke out and bend backward in a configuration likened to a candy cane. As the physician attempted to withdraw the assembly, the valve began slipping off the delivery system. Out of concern for vessel damage, the team opted to remove the sheath and delivery system while leaving the valve behind. Active bleeding in the iliac vessel was identified, prompting vascular intervention and stent placement. A surgical cutdown was performed 3 days post-procedure, at which time it was confirmed that the valve was not within the femoral vein. The valve appeared intact but was ensnared within the sheath. No other edwards lifesciences devices were reported damaged. The physician believed the root cause of the sheath penetration to be the steep insertion angle.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, revealing a kinked delivery system with crimped valve punctured through silhouette of the sheath. The thv appeared diving into the flex tip and the delivery system's nose tip did not pass sheath tip and the thv fully dislodged off the delivery system. A sign of vascular damage was observed due to escape contrast from the patient's vasculature. In this case, the valve dislodging off of the balloon was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. The imaging evaluation revealed damage to the sheath liner, suggesting a disruption in the intended delivery system travelling pathway. The delivery system, along with the crimped valve, appears to have punctured through the sheath, likely interacting with the vasculature, as indicated by the observed contrast. Given the compromised integrity of the sheath, the crimped valve may have caught on to the damaged sheath or vasculature during withdrawal. Under such conditions, applying high pull force could have led to the valve dislodging from the balloon and interacting directly with the patient's vasculature, resulting in potential injuries as reported. As such, available information suggests that procedural factors (high pull force, crimped valve caught on damaged sheath/vasculature) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.